Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-oct-2022 to 07- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis ciisafe. A field service engineer replaced all latches in the second auxiliary tower and in the main with new style latches. According to the first work order, the field service engineer replaced the controller board in the auxiliary tower, which necessitated reconfiguring the doors and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe system had repeated ongoing door issues, causing a delay in patient care and preventing user to remove medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis ciisafe system had repeated ongoing door issues, causing a delay in patient care and preventing user to remove medications.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had ongoing door issues. A field service engineer replaced all latches and reconfigured the doors on the new controller board to resolve the issue. The system was functional as intended.